Event description:
Pt reported on the fourth year bifs questionnaire that she was diagnosed with lymphoma. A call was placed to the implanting surgeon's office and they were not aware that pt was diagnosed with lymphoma. They had not seen the pt since her implant surgery nor did she keep her f/u appointment in 2008. Attempts were made to locate the diagnosing physician, but this was unsuccessful. Several calls were made to the pt to gather additional info, however, the pt did not make contact with product support and therefore, the info could not be verified nor device relatedness. This is in reference to the left side device. See MFR # 2024601-2011-00840 for the right.

Manufacturer narrative:
(B)(4). Device labeling reviewed: there were no reported events of lymphoma/alcl, for pts in the core study, in the labeling for silicone implants.